Event description:
New information states that the lead was capped and replaced on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merli.net transmissions. It was noted that the right ventricular lead exhibited noise. Lead replacement was discussed. The patient was asymptomatic and stable.